Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as chafing and skin broke open from scratching. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. Follow up indicated that the skin irritation improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful.